Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp door latch recall 2017- 04/04/2019 12:47:14 dwayne davids (ddavids) biomed contact meghan campbell 812-375-3744 mcampbel@crh.org 04/22/2019 05:42:58 dung v nguyen (dnguyen) rcl to mj 04/29/2019 11:03:16 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per dung nguyen, service tech. Repair approved by meghan campbell, biomed, at m campbel@crh.org z312029 04/29/2019 11:07:17 lauryne wasan (lwasan) correction: repair approved for $365. Use new po# z312029 06/05/2019 10:51:23 dung v nguyen (dnguyen) lvp door latch recall completed. Fluid ingress replaced rear case housing assy and sub mechanism assy. Third party part replaced door assy anaged cover door. Replaced left/right side iui connector assy was corrosion. 06/05/2019 13:07:45 annette a mendez (amendez) 1001910550760004720100102839878691 01/31/2020 07:56:20 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.